Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately two years later the device was explanted ofr normal battery depletion (nbd) and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
--

Event description:
Boston scientific received information that the patient with this right ventricular lead and pacemaker was hospitalized for chest discomfort. The symptoms did not appear to be related to the pacing system however abnormal telemetry strips were noted. Upon testing, the right ventricular lead displayed high threshold measurements. Several atrial tachycardia response episodes were noted due to atrial undersensing. Right ventricular loss of capture was noted from a previous follow-up. The device was programmed to higher output and the atrial sensitivity was adjusted. No adverse patient effects were reported.